Event description:
The disposable loading unit was used with an auto suture ta premium instrument during a gastrectomy procedure. Reportedly, bowel leakage occurred. The surgeon resected the tissue and applied another instrument to complete the procedure. The hospital has reporte that the patient's condition is satisfactory.